Event description:
It was reported that "six months post op, x-ray showed posterior c3 screw broke mid shaft, six months post op."

Manufacturer narrative:
Device remains implanted in pt. Investigation will be conducted and any additional information obtained will be submitted in a supplemental report.